Event description:
It was reported that during a da vinci s surgical procedure the surgical staff felt the cables of the large needle driver instrument were broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers and the pulley spins freely. Engineering concluded the cable broke under tensile loading. The other cables at wrist are not damaged. Cable wear on the pulleys combined with high grasping force likely contributed to breakage. Engineering also observed the distal end of the main tube has a 2 inch long section with material removed on the side of the tube. The damaged area is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted. If additional info is received.